Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result of stent partially deployed. Investigation result: an ultraflex esophageal distal release stent and delivery system was returned for analysis. Visual examination of the returned device found that it was received with the stent partially deployed and the shaft was kinked at multiple places. No other issues were identified during the product analysis. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during advancement through the patient anatomy were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on september 30, 2016 that an ultraflex esophageal distal release stent was to be used in the esophagus to treat a 9cm mid esophagus stricture due to esophageal cancer during an esophageal stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, it was noted that the shaft kinked when it reached the stricture position and the delivery system had difficulty crossing lesion. The physician removed the stent and completed the procedure with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent partially deployed.